Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the clincian fired the device but could not tell if the device had closed. While pulling the needle from the patient, it was felt that it closed. The sample retrieved was deemed inadequate. A new device was used to continue the procedure. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and five similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. This complaint will be used to trend for similar complaints. Corrective actions are taken as warranted based on trend analysis per internal procedure.

Manufacturer narrative:
The suspect device was returned for evaluation. The returned device was found open with a slightly bent needle (stylet), which contributed to difficulty in arming the mechanism and ultimately prevented successful sample collection. The root cause of the bent stylet is most likely attributed to wear and tears, rather than a manufacturing defect. The complaint was confirmed. The root cause could not be established. A search of the complaint database was performed and five similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team.